Event description:
Caller reported that a pump malfunction occurred, but no notable events were recorded prior to the malfunction. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Customer contacted technical support to assist with resetting the pump successfully, and it was confirmed that the same malfunction did not recur after the reset. Customer was advised to continue using the pump and instructed to call back if the malfunction reoccurs, which the caller understood and acknowledged.